Event description:
There was an allegation of questionable cobas® hiv-1 quantitative (192t) assay results for a patient sample tested on the cobas 5800 analyzer. The initial result was 5.47 e+0.4 iu/ml. The repeat result was 2.92 e+0.4 iu/ml a new sample was obtained from the patient and the test result was target not detected (tnd).

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.